Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. The customer's device showed ok on its readiness display when it was returned for evaluation, and it would analyze, charge and shock without any discrepancies. The device's electronic records were downloaded and there was no indication that the reported three icons (charge-pak, attention and service wrench) had ever been present on its readiness display. The device was then opened and a visual inspection was performed with no discrepancies observed. Physio-control did not observe any evidence of a device malfunction. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.